Event description:
The customer reported the apexpro telemetry server did not boot back up after a power issue. The customer lost use of their monitor for 45 minutes. The clinical info centers (cic's) were still working and displaying no comm messages. When the system was turned back on, the cic's displayed waveforms appropriately. The customer had bedside monitors available but not enough to cover the number of pts that experienced the loss of monitoring during this incident. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.

Manufacturer narrative:
Serial number and device manufacture date - unk at this time.